Manufacturer narrative:
H3, h6: the part number unkn cori dev, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted ukr surgery, the burr broke off inside the drill during burring of tibia. Surgery was finished after a non-significant delay with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).